Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1106602) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
On (B)(6) 2012, aci received a copy of a medwatch report (MDR # (B)(4)). The report stated that the date of event was (B)(6) 2012, and was sent to the FDA by the user facility on (B)(6) 2012. Following is the description of the complaint: "the doctor was deploying the mynx system when the balloon ruptured on the device and caused a failure in deployment. No pt injury occurred." No further information was provided.